Manufacturer narrative:
On april 22, 2024, the mentor failure analysis lab received two unknown gel implants textured devices for evaluation, it cannot be determined which device is the suspect medical device for the reported rupture since both devices have same volume 450 engraved on them and were found damaged per analysis findings. Hence, a second report was created for the second device received. Brand name and catalog number have been updated under section d accordingly on this form. On may 2, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel implants textured 450cc was found to be ruptured, received incomplete. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Without the benefit of additional evaluation, no further conclusion as to the cause of the rupture can be determined at this time. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left side device with reported rupture, capsular contracture, and late onset seroma. The second right side device investigation is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, mentor became aware that size of device was 450cc. The lot number information was not received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery with unknown size unknown gel implants smooth (date of implant 1992), experienced breast implant rupture on the left side confirmed by mammogram. It was also reported that the patient developed capsular contracture baker grade unknown and late onset seroma in the left breast. At this time, the results of pathology /cytology report have not been provided. As a result, the patient is scheduled for bilateral explantation and replacement on (B)(6) 2024.

Manufacturer narrative:
On february 21, 2024, mentor became aware that the patient experienced left side rupture, capsular contracture; baker grade unknown, and late onset seroma. It was reported that the date of bilateral replacement surgery is (B)(6) 2024. Event description under field b5 has been updated on this form. The following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d6a have been updated to january 1, 1992 - fields d6b for explantation date is (B)(6) 2024 - clinical code "seroma" has been added to field h6 - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned. Reason for device explant and/or reoperation: left rupture, capsular contracture baker grade unknown and late onset seroma. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with unknown size unknown gel implants smooth and experienced left side rupture, capsular contracture; baker grade unknown, and implant site fluid collection. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.